Event description:
Device 1 of 2; reference MFR. Report#1627487-2019-02025. Further follow-up indicates that the issue was resolved with lead explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02025. It was reported the patient's drg system was not providing effective pain relief as they desired. As a result, surgical intervention was undertaken wherein one l5 lead was explanted and the port plugged into the ipg. Postoperative follow-up is pending. Note: it is unknown which drg lot number was explanted; therefore both leads are being reported.